Event description:
It was reported that the pt's pump was initially implanted on (B)(6) 2011. A "reimplantation of pump" was performed in (B)(6) 2011, reason not provided. The pt's condition was noted as being stable during (B)(6). Symptoms of baclofen overdose appeared (B)(6) 2011. From (B)(6) 2011, the pt was placed in an intensive care dept. The overdose was caused by taking oral mexidol during a period of 3 days. The pt's pump was explanted on (B)(6) 2011. The daily dose of 190 mg/day remained the same in regards to the pt's new pump (and same catheter), as it was with the explanted pump. Add'l info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).